Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There was material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The fenestrated bipolar forceps instrument passed an electrical continuity test. The components adjacent to the damaged wire insulation did not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a torn wire. There was no reported injury.